Event description:
It was reported that the patient underwent a lead revision procedure on (B)(6) 2017. The right ventricular lead had exhibited rising capture thresholds, a decrease in sensitivity and a drop in impedance. The lead was capped and replaced. No patient symptoms were reported.